Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving a "scan again in 60 minutes" message followed by a "replace sensor" message on the same day of applying the freestyle libre sensor. Replacement product was ordered. Caller reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer had contact with an hcp and was treated with insulin (dose/type unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.